Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the wake button was sticking. It was also reported that the continuous glucose monitor (cgm) alerts did not annunciate as expected resulting a low blood glucose (bg) level of 40 mg/dl. No additional information was provided and the customer declined troubleshooting with tandem technical support.